Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular lead had high thresholds soon after implant and had dislodged. The left ventricular lead had high thresholds soon after implant and no capture at high outputs. The left ventricular lead had also dislodged. The atrial lead had strong farfield r-wave oversensing which did not resolve with programming. All leads were explanted and replaced. The atrial lead replacement also had far-field oversensing. That lead remains in use. No patient complications have been reported as a result of this event.